Event description:
Customer reported treatment by paramedics due to low blood glucose. Customer also stated that the insulin pump was overdelivering insulin. Customer would have to press the keypad multiple times. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with cracked reservoir tube lip, battery tube threads and scratched display window.